Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results for one (1) patient sample on a cobas 8000 e801 module. The initial result was 1996 pg/ml. The initial result was reported outside of the laboratory. The result was questioned and a repeat test was requested. On (B)(6) 2021 the repeated result was 5.00 pg/ml with a data flag. The reagent lot number is 478195 with an expiration date of 31-may-2021.

Manufacturer narrative:
Calibration and qc were within specification. There is no indication of a performance issue of the reagent or instrument. Based on the data provided a clear root cause could not be identified. The customer's pre-analytical data was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.